Event description:
It is reported that a customer has physical damage on their insulin pump. The customer was unable to rewind the pump because the rewind switch was stripped. The patient's blood glucose level was at 425 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip and a stripped battery cap coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.